Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular lead and the right atrial lead did exhibit fluctuation in pace impedance (never out of range). Inappropriate shocks were also occurring as a result of the atrial fibrillation also being picked up on the ventricular channel. Based on the lead positioning view from the chest x-ray that was done, it appeared that the rv and possibly also the ra lead were dislodged. It did not appear that there was anything wrong with the ICD. The patient indicated that they had recently resumed cardiac rehabilitation which did involve some arm exercises. There were no reported adverse patient symptoms beyond the inappropriate shocks.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. It was recommended by the technical services consultant that the device tachy therapy be turned off until a decision could be made regarding the leads.